Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD), experienced at least ten device shocks the day before presenting to the hospital. It was noted, the patient was shocked five times after being admitted to the hospital. The patient advocate inquired about permanently deactivating tachy therapy. Technical services (ts) discussed company policy for deactivating the device, and temporarily using a magnet until the ICD can be permanently deactivated. No additional adverse patient effects were reported. At this time, the device remains implanted and in service.